Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Part of the c-ring broke off. It did not break off inside of the patient's leg and broken piece did not fall inside the patient's leg. Hospital used same device to complete the case. The hospital did not report any patient effects .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Part of the c-ring broke off. It did not break off inside of the patient's leg and broken piece did not fall inside the patient's leg. Hospital used same device to complete the case. The hospital did not report any patient effects .

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula shaft and handle. The c-ring was transected. A microscopic inspection was conducted. The plastic c-ring on the cannula was observed to be melted and cut in longitudinally between the flanking curved areas. The scope wash tubing was observed to be melted at the base of the tubing near the blunt tip. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. Based on the return condition of the device, the reported failure "break; c-ring cut" was confirmed as well as confirmed for "break; scope wash tubing".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Part of the c-ring broke off. It did not break off inside of the patient's leg and broken piece did not fall inside the patient's leg. Hospital used same device to complete the case. The hospital did not report any patient effects .

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula shaft and handle. The c-ring was transected. A microscopic inspection was conducted. The plastic c-ring on the cannula was observed to be melted and cut in longitudinally between the flanking curved areas. The scope wash tubing was observed to be melted at the base of the tubing near the blunt tip. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. Based on the return condition of the device, the reported failure "break; c-ring cut" was confirmed as well as confirmed for "break; scope wash tubing".